Event description:
A cusa excel 23khz tip was reported to have broken off during surgery. In the middle of a surgical procedure 5-6 cm of the cusa tip (B)(4) snapped off inside the pt. The event increased the surgery time 20 minutes. The pt did not incur an injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.